Event description:
It was reported that during a low anterior resection procedure, the staples malformed. They were box shaped. It was not reported how the case was completed. There was no reported patient consequence.